Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits minimum signs of usage with mild devitrification and very mild detritus adhesion at the output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; no failure was found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that there was a ¿loss of efficiency¿ observed with the first and second fibers. Gland volume 60 ml. The procedure was completed with turp. This report is for the second fiber used. There was "no damage to the patient" reported.